Manufacturer narrative:
Liebel - flarsheim field service report: fse arrived on site, unit working. Tech could not duplicate problem. Fse checked operational functions, cleaned transducers. System returned to full service by the customer.

Event description:
Customer reports that when moving the "b" side injector ram, the "a" side also moves.